Event description:
It was reported that the procedure was to treat a heavily calcified mid left anterior descending artery (lad). When rotablation was performed with a non-abbott device, the vessel became perforated. A graftmaster 2.8 x 16 mm stent was advanced, but could not cross to the perforation. The guiding catheter was exchanged and backup support was enforced, however the graftmaster stent still could not cross to the perforation. The guide wire was exchanged and "balloon anchor technique" was planned to be attempted, however flaring of the stent delivery system (sds) tip and of the stent struts was observed. Therefore, the graftmaster was retracted. A new graftmaster stent was used to seal the perforation and the procedure was completed. There was no adverse patient sequela. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue, rota wire; guide cath: sal 2.5, ebu 3.5. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.